Manufacturer narrative:
(B)(4): the battery in the meter was returned with no power. The meter and test strip has passed testing with the primary issue. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 3/12/2013, test strips- 3/12/2013.

Event description:
On (B)(6) 2013 the lay user/patient in USA contacted lifescan to report the one touch ping meter would not power on. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however the evaluation process has not yet been completed. No conclusions can be made at this time.